Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event and hospitalization was related to the prevena plus¿ incision management system. The device had been in place for at least five days, and the daily replacement of the canister indicates ongoing management of the patient's condition. There was no indication of hemodynamic instability, significant drop in hemoglobin levels, or other markers of criticality. The absence of these factors suggests that while the bleeding required attention, it did not pose an immediate threat to the patient's life or necessitate emergency measures. A device history record review and device evaluation could not be performed. Device labeling, available in print and online, states: duration of therapy. The therapy unit will automatically time out after fixed lifespan (either seven days or fourteen days). Once therapy is on for one hour without stopping, the fixed lifespan begins and continues even if the unit is turned off. Patients should be instructed to contact their treating physician and turn off the therapy unit if: bleeding develops suddenly or in large amounts during therapy. System alerts must be addressed. Patient should be instructed to contact the treating physician if therapy unit turns off and cannot be restarted. Before therapy is scheduled to end, or if canister becomes full of fluid. At end of therapy, patient should return to treating physician for dressing removal. Bleeding: before applying therapy to patients who are at risk of bleeding complications due to the operative procedure or concomitant therapies and/or co-morbidities, ensure that hemostasis has been achieved and all tissue planes have been approximated. If active bleeding develops suddenly or in large amounts during therapy, or if frank blood is seen in the tubing or in the canister, the patient should leave the dressing in place, turn off the therapy unit and seek immediate emergency medical assistance. Canister full: if at any time while using the therapy unit the canister becomes full of fluid, indicated by a therapy unit alert or visual inspection, the patient should turn off the therapy unit and contact the treating physician for additional instruction. If frank blood is seen in the tubing or in the canister, the patient should leave the prevena¿ dressing in place, turn off the therapy unit and seek immediate emergency medical assistance. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 25-mar-2025, the following information was provided by the wound care director: a patient was allegedly readmitted for excessive blood in the prevena plus¿. On 09-apr-2025, the following information was provided by the wound care director: on (B)(6) 2025, the patient had surgery to the right knee. On (B)(6) 2025, the patient was transferred to a rehab facility. On (B)(6) 2025, the patient was transferred to her hospital for observation due to the patient¿s lab results from the rehab facility reporting hemoglobin of 6.8 g/dl. She was unable to provide the type of prevena plus¿ incision management system that was used on the patient. On (B)(6) 2025, the provider saw the patient and was aware of the blood in canister. The provider changed and reapplied the prevena¿ dressing. Shortly after reapplication, the nurse on duty went to assess the patient and noticed red blood in the canister. She made the decision to take off the prevena¿ dressing and applied an alternative dressing to prevent the possibility for further blood loss. The provider did not agree with the necessity of removing the prevena¿ dressing. The same day, the patient received 1 unit of blood due to the hemoglobin lab results from the day of admission. It could not be confirmed if the unit of blood was transfused before or after the provider reapplied the prevena¿ dressing. V.a.c.® therapy had not resumed since the prevena¿ dressing was removed on (B)(6) 2025. The director stated that the prevena plus¿ incision management system was functioning appropriately without any issues. No additional information was provided. On 09-apr-2025, the following information was by the rehab nurse: on (B)(6) 2025, the patient was admitted to their facility with a prevena plus¿ incision management system - 14 day that was changed and placed that same day. She confirmed the providers were aware of the patient's canister output. She added that the patient had orders for canister replacement daily and as needed when full. She could not confirm if the canisters were full of bright red or dark bloody exudate. On (B)(6) 2025, the patient was transferred to hospital for observation due to the patient's lab work results reporting hemoglobin of 6.8 g/dl. No lot numbers were available. No additional information was provided. The prevena plus¿ incision management system lot number was not provided, and was not returned; therefore, a device history record review and device evaluation could not be performed.